Manufacturer narrative:
Date of event - estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the shaft of a 3.0x38mm xience xpedition stent delivery system (sds) snapped during advancement over an unspecified guide wire. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the noted multiple bends and kinks to the entire length of the hypotube and ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.b3: estimated date of event.